Event description:
The customer reported false positive troponin I (accutni) results, within the risk stratification, for three patients involving access 2 immunoassay system. Subsequent testing of the patient samples produced lower results within the normal reference interval of the assay for all three patients. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and inspected instrument ultrasonics and alignments. The fse replaced the incubator transducer after proper baseline voltage setting was not achieved. The fse replaced the pipettor supply line and verified hardware by performing a passing high sensitivity system check within system specifications. The fse was able to properly set the baseline ultrasonic voltages to 197 and verified repairs by performing quality control (qc) within the customer's established limits. The unit conformed to the manufacturer's published performance specifications. Eval code: supply line. The samples were collected in 13/100ml, green top tubes. Samples were centrifuged on a high speed stat-spin for five minutes. The customer stated the samples were pipetted and did not show any signs of possible clots, interference, etc. Quality control was within specification. System checks passed within specifications. No errors or flags occurred while testing patient samples.